Event description:
It was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted on (B)(6) 2023. The patient was discharged. During a follow up transesophageal echocardiography for an aortic valve unrelated to watchman, the physician noted a leak greater than 5mm. There were no patient complications.